Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Of note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that the patient with this right ventricular (rv) lead attended an in-clinic follow-up during which a shock impedance test resulted in a high out-of-range measurement of greater than 200 ohms. The lead is a double coil implanted in 2008. The out-of-range measurement was reproduced only during specific postures, namely 180-degree torsion towards the back, extending the arms toward the ceiling, and strong manipulations of the can. These postures were also repeated with a single coil configuration, and the measurements were all in-range. No noise was observed during the provocative maneuvers or in the saved episodes. No out-of-range measurements in the impedance trend. The patient will be enrolled in the latitude remote patient monitoring system and will undergo x-ray imaging. No adverse patient effects were reported. This lead remains in service.